Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging a date and time issue on his one touch ultrasmart meter. The patient mentioned that the reported issue with the meter began on the evening of (B)(6) 2010. Due to the alleged issue, the patient ate more food/drink. An hour after the alleged issue began he developed symptoms of feeling thirsty. The patient did not seek any medical attention or contact his physician for assistance. This is not the first time the product is being used. The patient mentioned that alleged issue occurred after removing/replacing the battery. Customer care advocate (cca) walked the patient through testing and issue was resolved over the phone. Product was replaced. The complaint is being reported since the patient alleged that due to the date and time issue, he was unable to test his blood glucose and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) # is k021819.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.